Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected a higher shock impedance of 230 ohms. During a treated episode a month prior to device check, the impedance was 125 ohms. Due to the higher shock impedance measurement, the physician opted to perform a dft test. During the dft test, non-conversion was experienced, therefore, the decision was made to explant the s-ICD system and replace with a transvenous ICD system. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later this product was received by boston scientific and investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected a higher shock impedance of 230 ohms. During a treated episode a month prior to device check, the impedance was 125 ohms. Due to the higher shock impedance measurement, the physician opted to perform a dft test. During the dft test, non-conversion was experienced, therefore, the decision was made to explant the s-ICD system and replace with a transvenous ICD system. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.